Event description:
It was reported that a patient underwent an unknown spinal procedure with cage instrumentation. It was reported that during the procedure, "the surgeon noticed some strange movement of connection between the holder and implant but instead of stop pushing, she still decided to hammering it in and then they realized that cage is falling apart and connection end is coming out with a holder. But because position of cage(3/4 part) was still rather optimal, even it was broken and after they made a sure that all loose pieces were out of the disc place, they decided to leave it like that. The open disc space was filled with bone and closed". No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.